Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: the sample was returned. The distal tip was missing from the returned catheter. The outer catheter and inner guidewire lumen were stretched, likely indicating excessive force contributed to the catheter detachment. Due to the outer catheter being stretched, it is unknown how much of the outer catheter detached with the distal tip. The core wire remaining within the catheter was measured to be 142.9cm, measured from the point of detachment to the strain relief. No other anomalies were noted on the returned catheter. Performance/functional evaluation: no functional testing could be performed due to the condition of the returned sample (i.e. Detached catheter and tip). Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a tip detachment and catheter detachment, as the metal tip and a portion of the catheter was missing from the returned catheter. Per the reported event details, the tip of the guidewire was not withdrawn into the distal tip of the crosser prior to activating the crosser. Per the instructions for use (IFU), after advancing the guidewire and crosser catheter to the lesion site, the guidewire needs to be withdrawn approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. It is possible that the improper positioning of the guidewire during activation contributed to the tip detachment. Labeling review: the current instructions for use (IFU) states: adverse events:- as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Interventional use: - for the crosser catheters 14p, 14s, and s6, access lesion with standard 0.014¿ (0.36 mm) guidewire. Advance the guidewire and crosser catheter 14p, 14s, or 18 to the lesion site. Withdraw the guidewire approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after 4 minutes of activation, the recanalization catheter allegedly would not advance through the lesion in the popliteal artery. It was further reported that the tip of the recanalization catheter allegedly became stuck and detached and remains in the patient. Reportedly, the procedure was completed with balloon angioplasty. There was no known reported impact or consequence to the patient.